Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a high blood glucose (bg) level and was hospitalized. Although requested, the customer did not provide additional information regarding the high bg or hospitalization.

Event description:
The customer had a blood glucose (bg) level of 550 mg/dl and a correction bolus was delivered in an attempt to lower the bg level. The customer thought that the pump was not delivering insulin. The customer went to the emergency room (ER) and was treated with an intravenous fluid and insulin drip. The customer left the ER the same day and was not admitted to the hospital. The high bg level was resolved. As the event had occurred in the past and the customer declined to upload the pump data for review, tandem technical support was unable to troubleshoot to determine a possible cause of the high bg level.